Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe could not enter the trocar prior to a surgical procedure. The laser probe was exchanged to perform the surgery.

Manufacturer narrative:
No sample was returned for evaluation. The 25 gauge illuminated flex curved laser probe, l/n was manufactured on april 6, 2018. There were 1302 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A 25 gauge laser probe was received for evaluation. A visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25ga trocar a noticeable resistance was felt, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release the root cause of the reported event can be attributed to ineffective removal of excess adhesive. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).